Event description:
It was reported the physician had trouble with the lead helix at implant. The helix would not extend after it had been retracted for lead repositioning. The physician rotated the helix many times to retract or extend it. The physician was dissatisfied with the lead model. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.